Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and cracked reservoir tube window.

Event description:
Customer reported that the screen of the insulin pump was badly scratched. Customer reported that the display was difficult to read at times. Blood glucose level was not provided. No further information was provided.